Event description:
It was reported that three months and eighteen days post stent placement in the superficial femoral artery, through angiographic examination it was identified that the stent allegedly fractured in the entire segment of the femoral artery. It was further reported that angioplasty was performed and coated stent implantation was performed to cover the entire area of the fractured stent. Reportedly, there was thrombosis in the vessel which was caused as a result of the fractured stent. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2023). The rmation provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical device was not returned for evaluation. Provided x-ray images demonstrate multiple stent fractures. The resolution is poor so that single struts are not visible, but stent contour and changes in contrast indicate stent fractures. Additional stents are visible but it is not clear how many stents have been placed and in which order. Based on the investigation of the provided information, the investigation is closed as confirmed for stent fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describe holding and handling of the system for regular deployment, in particular the instructions for use state: 'confirm that the introducer sheath is secure and will not move during deployment firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath. Do not constrict the stent delivery sheath during stent deployment.' In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended.' In regards to access and accessories the instructions for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire'. Stent fracture was found mentioned as a potential adverse event that may occur; the instructions for use further state: 'cases of fracture have been reported in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture'. H10: d4 (expiration date: 01/2023), g3 h11: h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three months and eighteen days post stent placement in the superficial femoral artery, through angiographic examination it was identified that the stent allegedly fractured in the entire segment of the femoral artery. It was further reported that angioplasty was performed and coated stent implantation was performed to cover the entire area of the fractured stent. Reportedly, there was thrombosis in the vessel which was caused as a result of the fractured stent. The current status of the patient is unknown.